Manufacturer narrative:
(B)(4). Event date: only event year known: 2022. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: on what date did the implant take place? On what date did the explant take place? What is the product code? Lot #? Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Is the patient currently taking currently taking steroids / immunosuppressive drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Was there any hiatal or crural repair done at the same time as the implant? Was mesh used at time of implant? What was the reason for removal of the linx device? At the time of removal, was the device found in the correct position/geometry at the time of removal? Have the symptoms resolved since the device was explanted? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx implant had to be removed.

Manufacturer narrative:
(B)(4); date sent: 11/8/2022. Investigation summary: a linx device with a visible weld ball that disconnected from a washer was returned to the analysis site. The link length and tensile force measurements were found to meet the applicable specifications during device analysis. The remaining device characteristics, excepting the visible weld ball, show no anomalies for a device that has been reasonably changed as part of the explant procedure. The device was scanned using computer tomography (CT), optical microscopy, and scanning electron microscopy. The washer through-hole at the separation was measured and was greater than the specification. The washer through-hole was non concentric with small amount of material displacement at the outer edge of the through hole. The overall appearance of the surface of the washer through hole didn¿t exhibit gross loss of shape. The top view of the diameter of the exposed weld ball was measured. This diameter is within the specification. The weld ball was concentric with the respect to the wire. A manufacturing record evaluation was performed for the finished device batch number 10734, and no non-conformances were identified. Lot 10734 was an affected lot of the 2018 linx recall. Additional information was requested, and the following was obtained: on what date did the implant take place? (B)(6) 2016. On what date did the explant take place? (B)(6) 2022. What is the product code? Lxm13. Lot #? 10734. Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Not known. Is the patient currently taking currently taking steroids / immunosuppressive drugs? Not known. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Not known. Was there any hiatal or crural repair done at the same time as the implant? Was mesh used at time of implant? No. What was the reason for removal of the linx device? Open linx implant, reflux symptoms reappeared. At the time of removal, was the device found in the correct position/geometry at the time of removal? It was open. Have the symptoms resolved since the device was explanted? Upon receipt of the device, the device was found to be discontinuous, please answer the below questions if possible: what symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Was the device initially effective in controlling reflux? Yes. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? No. Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. Was there a replacement linx or fundoplication performed upon explant? Hiatoplastic & posterior hemifundoplication.

Manufacturer narrative:
(B)(4). Date sent: 9/28/2022.